Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in lens vial, with residue on product. Visual inspection found no visible damage to the lens. There was residue on lens. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -08.50/+2.0/081 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to patient experienced a refractive surprise. The lens was exchanged with a shorter lens but the problem was not resolved. See MFR. Report # 2023826-2021-02905 for the replacement lens. The cause of the event was due to patient-related factor but the device also failed to perform as intended.